Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - on (B)(6) 2014, the patient came for a follow-up after receiving a shock. Upon device interrogation it appears the therapy was inappropriate. The physician decided to deactivate the ICD therapies, monitor the patient in the cardiac intensive care unit and then implanted a new rv lead. The lead was capped and left in the patient. The patient is a male and was born in 1943.